Event description:
Information received from legal: it was reported through the filing of a lawsuit that allegedly the patient was implanted with a rejuvenate modular right hip on or about (B)(6), 2010. It is further alleged that the plaintiff experienced pain and elevated metal ion levels, which required revision surgery on (B)(6), 2022.